Event description:
Prior to the case, the generator received a solid tone when activated. The case involved was able to be started and finished with a different handpiece with no pt consequence. The customer did not know what type of case was involved.